Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a significant bend of less than 45 degrees was located in the severely tortuous and severely calcified proximal to mid segment of left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the distal edge of the stent was slightly lifted during insertion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).